Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure; difficulty inserting a competitors guidewire into the left ventricular (lv) lead was experienced. A competitor guidewire was threaded through the lumen of the lv lead, there was resistance at the distal tip area,making insertion and removal of the wire difficult. It was determined that the procedure could not be performed safely with wire-leading under these conditions, so use was discontinued. The lv lead was not implanted and replaced. The competitor guidewire was able to be inserted and taken out without any resistance with the new lv lead. No patient complications have been reported as a result of this event.